Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed motor error during the middle of the night while customer was asleep. The device did not alarm motor error but no delivery per the carelink report. Customer's blood glucose was 251 mg/dl. Unable to troubleshoot alarm occurred (B)(6), 2014. Customer also reported that for a week after his trip customer had a week of elevated blood glucose levels. Customer treated with manual injections. Customer did not believe the issue was with the insulin pump. Customer stated the first time he did a complete set change then later he only changed the infusion set. No further information reported.